Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced drainage expressing from the implant site. The patient was admitted to the hospital and was placed on antibiotics. It was reported that the patient underwent an explant procedure. The physician believed that infection was not device related. The patient was doing well postoperatively.